Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise, oversensing and pacing inhibition resulting in three seconds of asystole. It was reported that the noise was unable to be recreated during an in-clinic follow up. Sensitivity programming changes were made and tachycardia therapy was programmed off in the device. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.